Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that an incorrect date (aug 3, 2023) was inadvertently entered in section h4 - device manufacture date of the initial medwatch report. This supplement is being submitted to correct that information. The following section has been updated accordingly: section h4: aug 2, 2023. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section h3: the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported debris on their patient interface. It was observed after patient applanation. Procedure was completed successfully with a new patient interface. There was no patient injury. No further information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on apr 30, 2024 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. 1 of the reported 1 opened patient interface received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals some debris on the cone. The reported event is confirmed. Due to the opened condition of the product return, how and when the debris occurred cannot be determined. Therefore, product deficiency and malfunction cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this lot number was performed. The search revealed 6 additional complaint folders were received for this lot number. No escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.